Manufacturer narrative:
Information references the main component of the system and other applicable components are: catheter, product ID: 8709sc, serial# (B)(4) implanted: (B)(6) 2009, explanted: (B)(6) 2017. Analysis of the pump on (B)(6) 2017, revealed no anomaly. As per the pump¿s log, the following drugs were being administered as of (B)(6) 2017: dilaudid (concentration: 50.0 mg/ml, dose rate: 2.998 mg/day), baclofen (concentration: 500.0 mcg/ml, dose rate: 29.98 mcg/day), and bupivacaine (concentration 50.0 mg/ml, dose rate 2.998 mg/day). Analysis of the catheter revealed coring/tears/cuts in the seal of the sutureless catheter connector that met leak criteria. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative regarding a patient who was receiving an unknown drug at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported that patient lost a significant amount of weight, (B)(6) pounds per the patient. She had a 40 cc pump implanted that had become uncomfortable and was loose in the pocket. The patient requested a smaller pump and the pocket moved to the other side. The pump was explanted on (B)(6) 2017. There was no issue with the drug delivery. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue. It was unknown what diagnostics/troubleshooting was performed. It was unknown actions/interventions were taken to resolve the issue. The issue was resolved at the time of the report and the patient status alive with no injury. The patient weight and medical history were asked, but unknown. There were no further complications reported or anticipated. Additional information was received from a company representative. The pump was returned to the manufacturer for analysis. It was indicated that the reporter was not aware of any complaint associated with the device.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID: 8709sc, lot/serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: catheter; ubd: 2011-10-08, UDI#: (B)(4). The evaluation codes have been updated for this event. Codes conclusion apply to the pump and catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer on 2019-sep-05. The patient reported their pump was not working, and went on to say the catheter was not "feeding the spine." The patient stated in (B)(6) 2017 their doctor did a computerized tomography (CT) scan that showed the catheter was not feeding the spinal cord. It was reported in (B)(6) 2017 the pump was explanted and a new pump was placed. It was indicated the doctor changed the dosage of the patient's medication at this time. Of note, this information contradicts the original report that the pump was replaced on (B)(6) 2017. It was indicated the patient thought they were possibly receiving morphine when they started their infusion therapy in 2009, and then the patient received the same drug for years.

Manufacturer narrative:
The conclusion code for the catheter is (B)(4) as previously reported in MDR fu #003. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Corrected information sex, date of birth. If information is provided in the future, a supplemental report will be issued.